Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sparking was attributed to the use environment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
The generator had water damage due to flooding and ports 2 and 3 would not function. During functional testing, the impedance in port 2 was 1400 ohms and port 3 would not display impedance. Additionally, an "unsafe probe" error message occurred for both ports. When testing the lesion, visible sparking was observed on the grounding pad at the site of probe 3. There was no patient involved.